Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was displaying inaccurately high compared to his feelings and normal results. The medical surveillance specialist (mss) was able to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 2:30pm the patient reported obtaining readings of "greater than 500 and greater than 300mg/dl" on the lfs meter. The patient reported using insulin pump therapy to manage his diabetes. The patient reported on (B)(6) 2012 at an unknown time, he self administered insulin in response to the readings. The patient reported 30-40 minutes later, the patient reported developing symptoms of being "hypoglycemic." The mss was unable to clarify the specific symptoms. It is unclear if the patient treated himself with anything in response to the symptoms. The patient denied testing on another device. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing, and the patient's test strips were in good condition. However a control solution test was not run due to not having any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient alleged due to obtaining the high readings, he self administered an increased dose of insulin and developed symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.